Manufacturer narrative:
(B)(4). Additional product analysis received indicated that the programmer underwent a zip region test and a cable was replaced.

Event description:
Boston scientific received information that this programmer was suspected to have had an electric short when it was turned on. The programmer was returned for analysis and repair. No adverse patient effects were reported.

Event description:
Boston scientific received information that that this programmer was suspected to have had an electric short when it was turned on. The programmer was returned for analysis and repair. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent a thorough investigation. Analysis found that the printed circuit board was shorted. Evidence suggested that the unit was dropped or mishandled. The programmer also had a cracked solder. The programmer passed all the incoming functional tests with the reworks done.